Event description:
The programmer was returned to the manufacturer for repair of the power cord compartment back door, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG connector is loose on the printed circuit board. Power cord door is broken.